Manufacturer narrative:
Philips service replaced the mpd control unit and control board of the power supply group, and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that startup failure linked to mpd control unit defect on a allura xper fd10. The clinical use of the system was outside of use. There was no reported patient or user harm.